Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer had called after the iab had already been removed, therefore, the getinge representative was unable to troubleshoot. The patient was reported to be stable and improving, so another iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: event description. Medical device ¿ problem code. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. Additionally two dents in the catheter tubing were observed 43.4cm and 48.5cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that upon insertion, the intra-aortic balloon (iab) and fiber optic cable were immediately inserted into the console. Multiple attempts were made, however, a fiber optic sensor failure occurred and the arterial reading was not displayed. Leads were placed on the patient and the iab started to work, but less than a minute of initiating therapy the console generated an alarm and needed to be re-set. An external arterial pressure monitor was set up, flushed (heparinized saline), and connected to iab, but that also failed to work. After leads and external pressure monitor were used with no success, the customer changed out the console but same problems occurred upon set up. The iab was removed. The patient was stable and improving so support was no longer needed. There was no patient harm or adverse event reported.